Event description:
In 2003 it was noted while pt was in a nursing home that the percutaneous nephrostomy tube became dislodged, requiring this admission to facility. 2 days later they presented to the intervention radiology unit for nephrostomy catheter reinsertion. During placement, a new catheter was found to have been defective with a leaking rubber sleeve which was covering the string to form the loop. The physician had to cut the sleeve off to remove the newly placed catheter from the pt. This required placement of another new nephrostomy drainage catheter. There was no reported pt harm and the pt was discharged 10 days later.